Event description:
It was reported that the perfusionist found blood leakage at the de-airing port level of the oxygenator. No clinical consequences was reported. Ref: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.